Event description:
It was reported while unloading a patient from the ambulance the safety bail allegedly did not engage with the safety hook. The complainant alleged the cot came out of the ambulance and lowered to the ground. The medics were able to break the fall. No injuries were reported to the patient or crew; however, it was alleged the patient was complaining of pain when seen in the ER. No additional information has been received regarding the patient's allegation or any medical intervention required as a result of the reported incident.

Manufacturer narrative:
The cot was evaluated at the complainant's site by an authorized field technician. A visual and functional evaluation was conducted. The handle on the load frame was confirmed to be bent. The complainant could not determine how the handle became bent but it is indicative of the restraints, when not in use, being caught in the load frame assembly when locking into the fastener. The safety bail was operating correctly at the time of evaluation. The load frame was replaced under warranty and the cot was returned to service. To date, the complainant has not advised of any further information regarding the patients allegations of pain or required medical intervention as a result of the incident.

Event description:
It was reported while unloading a patient from the ambulance the safety bail allegedly did not engage with the safety hook. The complainant alleged the cot came out of the ambulance and lowered to the ground. The medics were able to break the fall. No injuries were reported to the patient or crew; however, it was alleged the patient was complaining of pain when seen in the ER. No additional information has been received regarding the patient's allegation or any medical intervention required as a result of the reported incident.